Manufacturer narrative:
No sample is being returned for eval, therefore, the complaint is deemed as unconfirmed. No further investigation is required. Event data will be trended per quality data analysis procedure.

Event description:
A peritoneal dialysis patient reported that she noticed that the cassette was leaking when she opened the cassette door. There is no report of patient ill effect. There is no sample for eval.